Manufacturer narrative:
Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported nausea, vomiting, diarrhea with subsequent hospitalization and diagnosis of peritonitis and uremia. There is no documentation of a causal relationship between the adverse events and the liberty select cycler/cycler set. Additionally, there is no reported allegation of a machine malfunction or a leak related to this event. The patient was non-compliant with pd therapy which could be the cause of the uremia with secondary symptoms of nausea, vomiting and diarrhea. The patient culture results were for staphylococcus capitis, normal flora found in the skin of human scalp, face, neck and ears which suggests a breach in aseptic technique. Based on the available information a cause of the adverse events cannot be confirmed. There is no documentation to show a causal relationship between the event of community acquired pneumonia with the liberty select cycler. Pneumonia is a known risk in esrd patients and there is no allegation of a malfunction of the liberty select cycler related to the pneumonia. Although a direct causal relationship could not be confirmed, a temporal relationship between the patient's pd treatment and peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that they were hospitalized for pneumonia. Additional information was obtained through medical records. It was documented that the patient presented to the emergency room (ER) with complaints of nausea, vomiting, and a fuzzy feeling in their head. The patient was sleepy after being given ativan (dose and strength unknown) at an outside facility. It was also reported that the patient had a decreased oral intake (unspecified volume) and diarrhea. It was not documented when these symptoms began. The patient did not complete pd therapy on the previous day. The patient was admitted to the hospital for community acquired pneumonia and peritonitis. A computed tomography (CT) scan of the chest was concerning for pneumonia vs neoplasm and a culture of the pd effluent was positive for staphylococcus capitis. Treatment is unknown. The nephrologist believed the patient¿s symptoms were secondary to pd therapy/uremia. It was recommended that the patient transition to hemodialysis (hd) but the patient refused. The patient continued pd therapy during hospitalization (unknown if fresenius products were utilized) and discharge was delayed as the patient waited for a skilled nursing facility (snf) that could assist with pd therapy. Hospital course is unknown. The patient was discharged after seven days to a snf in fair condition.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.